Manufacturer narrative:
This supplemental report is being submitted to provide additional information. An interview was conducted by olympus with the facility as part of the root cause investigation per CAPA-200735. Although it was reported that the detachment occurred while using the old design of the distal cover (maj-2315), the facility currently uses the new design of the distal cover (maj-2315). When asked to perform a demonstration of attaching the distal cover to the scope, it was observed by olympus that the user successfully performed the following: ¿ after attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. However, during the demonstration of attaching the distal cover, it was observed by olympus that the user did not successfully perform the following: ¿ before attaching, check that the distal cover is free from defects such as cracks, chipping, or severe deformation. ¿ when attaching (when the distal cover passes over the hook of the distal ring), push the appropriate part of the distal cover to attach it in the correct direction. ¿ after attaching, check that the distal cover has passed over the hook of the distal ring. ¿ after attaching, check that the distal cover is firmly attached by gently pulling/twisting it. During the demonstration, it was observed that the user pushed the distal cover by holding the side of the device with the index finger and thumb. During the visual check, the user only verified the device was properly intact. The user stated that she could ¿feel¿ whether the device was correctly attached. During the demonstration, the distal cover was not correctly attached to the distal end. The user was instructed to check that the distal cover had passed over the hook of the distal ring to easily confirm that the distal cover was correctly attached. To prevent the detachment of the distal cover from recurring, the following information was confirmed during the interview: ¿ the facility educated or continuously educated its personnel about handling methods. ¿ the facility used care when attaching the distal cover, so that it does not crack. However, during the interview, it was confirmed that the facility did not carefully review and follow the instructions for use (IFU). (Instructed the personnel to read the instruction manual.) The facility also did not adequately inspect the distal cover prior to attachment (check for damage before and after installation, make sure the distal cover is securely on the endoscope after installation, etc.) It is unknown if the facility reconfirmed the correct operation method by contacting olympus or another expert within your facility. The following additional information was obtained during the interview: ¿ the customer does not perform a visual inspection of cap for cracks, deformation, etc. ¿ the customer does not physically pull or twist cap to be sure it is secure. Customer performs visual inspection only to check to be sure cap is secure. ¿ it is possible that there was no education process in place by the customer with the old cap for checking cap secure. Now the customer has a detailed education process with the new cap. ¿ no issues with new cap to this point. ¿ the customer educates all personnel involved with attaching the distal cover but does not use IFU. ¿ with the old design, it was difficult to attach the distal cover to avoid cracks occurring at tear line. ¿ the customer uses blox from bsx as a bite block. ¿ no videos were taken at ercp case when the incident occurred. ¿ the customer has never noticed a defect/damage on the distal cover before attaching it. ¿ the distal cover is stored in the carton box and taken out from the box just before attaching the distal cover on the endoscope. ¿ the customer uses gentamycin in dye. Need to double check whether the distal cover is compatible with gentamycin. ¿ the customer uses endoglide from bsx as lubricant.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The subject device was not returned to olympus for inspection, and the customer's complaint was not confirmed. However, the customer returned 8 packs new maj-2315 (160 caps) single use distal cover (lot h0615) for evaluation. Olympus visually inspected 10% of the new caps that were sent in. For testing, olympus used a tjf-q190v test scope and each maj-2315 single-use distal cover was placed on the distal tip of the video scope, using moderate pressure, while at the same time pressing down on the center section and not at an angle. The single use distal cover attached to the distal end; however, the seam on the top side of distal cover began to separate creating a gap. Olympus gently pulled and twisted the distal cover to verify that the part did not slip or come off. Olympus was unable to replicate the user¿s reported complaint. Reconfirmation of complaint failure: since the actual product has not been returned, we performed a reproduction check using a representative device, according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. In addition, as a result of product standards test using a representative device against the resistance quality standard that "does not come off from the end of the scope during use", the device satisfies the product standard. Quality evaluation results using mass production prototypes at the development stage: during the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use. Sampling inspection results at the parts manufacturer: the parts supplier conducts sampling inspections of 3 parts for each production lot, and confirms that the parts conform to the specifications. Other investigation results: olympus confirmed the recovered distal cover was intact, no anti-fog agent was used, and after attaching the distal cover to the endoscope, the user usually checks during the pre-use inspection that the distal cover is not damaged and that the distal cover does not come off the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the cover was easily removed from the scope due to insufficient attachment to the scope. The root cause of the failure could not be identified. Additional formal investigation is in progress. The event can be prevented by following the instructions for use which state: "7.3 attaching the distal cover" (p.11 to p.13), please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation. Also, do not use anti-fog agents as it is known that anti-fog agents will damage the cover." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user returned caps to olympus but did not return the subject device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus sales employee reported on behalf of the customer, the patient coughed up the maj-2315 (distal cover). The event occurred post an endoscopic retrograde cholangiopancreatography. The duration of the procedure was less than an hour and was not prolonged. The health condition of the patient was not affected, and medical intervention was not required. There was no patient harm associated with this event. Event 2:2: this report is being submitted for the issue associated with the maj-2315 (distal cover), under the medwatch with patient identifier (B)(6). The issue with the evis exera iii duodenovideoscope is being reported on the medwatch with patient identifier (B)(6).